Event description:
A report was received that the patient¿s paddle lead had fluctuating high impedances. The patient will undergo lead replacement.

Event description:
A report was received that the patient¿s paddle lead had fluctuating high impedances. The patient will undergo lead replacement.

Event description:
A report was received that the patient¿s paddle lead had fluctuating high impedances. The patient will undergo lead replacement.

Event description:
A report was received that the patient¿s paddle lead had fluctuating high impedances. The patient will undergo lead replacement.

Manufacturer narrative:
Sc-8216-70 (sn (B)(4)) device evaluation indicated that the lead was cut from the paddle end and was not able to be electrically tested. The lead revealed proximal contact was crushed by the setscrew. With this contact crushed the lead was unable to be completely inserted into an ipg header. It also revealed the retention sleeve of the other pigtail was crushed by the setscrew. The crushed retention sleeve and proximal contact were the reason for any insertion/removal difficulty experienced. Sc-4316 (lot# 15963203) device evaluation indicated that the lead passed visual and photographic imaging tests performed. Anchors exhibited normal device characteristics.

Manufacturer narrative:
Additional information was received that there will be no further course of action.

Manufacturer narrative:
Additional information was received that the patient underwent revision wherein the lead and clik anchor were replaced. The patient was doing well post-operatively. Additional suspect medical device component involved in the event: model #: sc-4316, lot #: 15963203, description: next generation anchor kit-sterile.